Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-1-jug-celect-pt. (B)(4). Summary of investigational findings: filter was placed in an infrarenal location without significant tilt (9°) or penetration and with all primary and secondary legs appearing normally aligned. However, on filter retrieval approx. 2 months later the tilt had not significantly changed, but one primary leg and two secondary legs demonstrated a grade 1 interaction with the ivc wall and the filter had slightly migrated cranially by approx. 2mm allowing a secondary leg to expand into the ostium of the lumbar vein. The patient was asymptomatic and the filter was retrieved with no significant degree of difficulty. Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Under normal conditions, i.e. 15 mm <ivc< 30 mm, the radial force of the filter will ensure proper attachment of the filter legs to ivc. However, filter migration is a known risk in relation to filter implant reported in the published scientific literature. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events

Event description:
Description of event according to study: on (B)(6) 2014 (day of procedure), the pre-placement ultrasound was completed. It revealed no thrombus in the inferior vena cava or bilateral pelvic veins. Thrombus was present in the bilateral lower extremity veins. Analysis of the pre-placement ultrasound concurred with the site¿s assessment. The primary reason for the filter placement was a current deep vein thrombosis (dvt) with an anticoagulation complication of major bleeding in the last 30 days. The filter placement was anticipated to be temporary and was accomplished with the use of a venacavagram. The ivc diameter at the filter location was 18 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right internal jugular vein as the access site, a celect¿ filter (lot number e3216591) was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism. The filter was neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. There was no extravasation of contrast and no filter legs appeared outside the column of contrast after filter placement. The filter angle of tilt was zero degrees. Analysis of the placement procedure venacavagram indicated no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. The presence of thrombus in the pelvic and lower extremity veins was not assessed. The filter was placed in the ivc infrarenal site, and the ivc diameter at the filter location was 18.8 mm. There was no evidence of filter deformation, migration, extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. Filter tilt in the ap view was 0.4 degrees. On the same day of the procedure, the post-procedure x-ray revealed no evidence of filter fracture, embolization or migration. The filter angle of tilt was zero degrees. Analysis of the post-procedure x-ray revealed no evidence of filter fracture, deformation, embolization, or migration. The angle of tilt was 4.0 degrees in the ap view and 3.2 degrees in the lat view. On (B)(6) 2014 (11 days post-procedure), the patient was discharged from the hospital. The discharge medication was xarelto®. On (B)(6) 2014 (44 days post-procedure), the one month follow-up clinical assessment was completed and a filter retrieval was scheduled. Since the last contact, the patient had not experienced any significant medical problems or had any hospitalizations. On (B)(6) 2014 (57 days post-procedure), the patient had the pre-retrieval chest and abdominal CT (with intravenous contrast), an x-ray and an ultrasound performed. The CT was negative for pulmonary embolism. A grade one filter leg interaction with the ivc was observed. Analysis of the pre-retrieval chest CT showed no evidence of pulmonary embolism or filter embolization. Filter tilt and leg interaction with the ivc wall was not assessed because the imaging reviewed was of the chest only. The x-ray revealed no evidence of filter fracture, embolization, migration or tilt. Analysis of the pre-retrieval x-ray indicated no filter fracture, embolization or migration. Evidence of filter deformation, a lateral bending of the medial strut, was present. The angle of tilt was 3.7 degrees in the ap view and 3.8 degrees in the lat view. The ultrasound revealed no thrombus in the inferior vena cava (ivc) or the pelvic veins. Thrombus was noted in the bilateral lower extremities. Analysis of the ultrasound concurred with the site¿s findings and indicated that the pre-existing bilateral lower extremity dvts had no change from the pre-procedural imaging: ¿persistent below the knee dvt with little interval change.¿ on the same day, the filter was retrieved endovascularly with a gunther tulip¿ retrieval set via the right internal jugular vein. The reason for retrieval was because the filter was no longer clinically needed. There was no difficulty retrieving the filter, and the filter legs did not appear outside the column of contrast before filter retrieval. There was no thrombus present in the filter. There was no extravasation of contrast after filter retrieval. Analysis of the retrieval procedure venography concurred that there was no thrombus present in the filter pre-retrieval or extravasation of contrast after filter retrieval. Filter legs did appear outside of the column of contrast pre-retrieval, and the angle of tilt in the ap view was one degree. Patient outcome: on (B)(6) 2014 (57 days post-procedure), the filter was retrieved endovascularly, via the right internal jugular vein, with no difficulty. There was no extravasation of contrast after filter retrieval. The patient has exited the clinical study. No device related adverse events have been reported.

Manufacturer narrative:
(B)(4) model and lot #) igtcfs-65-1-jug-celect-pt. Investigation is still in progress.

Event description:
Description of event according to study: on (B)(6) 2014 (day of procedure), the pre-placement ultrasound was completed. It revealed no thrombus in the inferior vena cava or bilateral pelvic veins. Thrombus was present in the bilateral lower extremity veins. Analysis of the pre-placement ultrasound concurred with the site's assessment. The primary reason for the filter placement was a current deep vein thrombosis (dvt) with an anticoagulation complication of major bleeding in the last 30 days. The filter placement was anticipated to be temporary and was accomplished with the use of a venacavagram. The ivc diameter at the filter location was 18 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right internal jugular vein as the access site, a celect filter (lot number e3216591) was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism. The filter was neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. There was no extravasation of contrast and no filter legs appeared outside the column of contrast after filter placement. The filter angle of tilt was zero degrees. Analysis of the placement procedure venacavagram indicated no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. The presence of thrombus in the pelvic and lower extremity veins was not assessed. The filter was placed in the ivc infrarenal site, and the ivc diameter at the filter location was 18.8 mm. There was no evidence of filter deformation, migration, extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. Filter tilt in the ap view was 0.4 degrees. On the same day of the procedure, the post-procedure x-ray revealed no evidence of filter fracture, embolization or migration. The filter angle of tilt was zero degrees. Analysis of the post-procedure x-ray revealed no evidence of filter fracture, deformation, embolization, or migration. The angle of tilt was 4.0 degrees in the ap view and 3.2 degrees in the lat view. On (B)(6) 2014 (11 days post-procedure), the patient was discharged from the hospital. The discharge medication was xarelto&#60301; on (B)(6) 2014 (44 days post-procedure), the one month follow-up clinical assessment was completed and a filter retrieval was scheduled. Since the last contact, the patient had not experienced any significant medical problems or had any hospitalizations. On (B)(6) 2014 (57 days post-procedure), the patient had the pre-retrieval chest and abdominal CT (with intravenous contrast), an x-ray and an ultrasound performed. The CT was negative for pulmonary embolism. A grade one filter leg interaction with the ivc was observed. Analysis of the pre-retrieval chest CT showed no evidence of pulmonary embolism or filter embolization. Filter tilt and leg interaction with the ivc wall was not assessed because the imaging reviewed was of the chest only. The x-ray revealed no evidence of filter fracture, embolization, migration or tilt. Analysis of the pre-retrieval x-ray indicated no filter fracture, embolization or migration. Evidence of filter deformation, a lateral bending of the medial strut, was present. The angle of tilt was 3.7 degrees in the ap view and 3.8 degrees in the lat view. The ultrasound revealed no thrombus in the inferior vena cava (ivc) or the pelvic veins. Thrombus was noted in the bilateral lower extremities. Analysis of the ultrasound concurred with the site's findings and indicated that the pre-existing bilateral lower extremity dvts had no change from the pre-procedural imaging: "persistent below the knee dvt with little interval change." On the same day, the filter was retrieved endovascularly with a gunther tulip retrieval set via the right internal jugular vein. The reason for retrieval was because the filter was no longer clinically needed. There was no difficulty retrieving the filter, and the filter legs did not appear outside the column of contrast before filter retrieval. There was no thrombus present in the filter. There was no extravasation of contrast after filter retrieval. Analysis of the retrieval procedure venography concurred that there was no thrombus present in the filter pre-retrieval or extravasation of contrast after filter retrieval. Filter legs did appear outside of the column of contrast pre-retrieval, and the angle of tilt in the ap view was one degree. Patient outcome: on (B)(6) 2014 (57 days post-procedure), the filter was retrieved endovascularly, via the right internal jugular vein, with no difficulty. There was no extravasation of contrast after filter retrieval. The patient has exited the clinical study. No device related adverse events have been reported.